Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the physician reported a problem with the implantable cardioverter defibrillator (ICD) setscrew. The right ventricular (rv) coil port set screw would not tighten appropriately. Upon withdrawing the wrench from the port it was observed that the set screw was attached to the end of the wrench. An attempt was made to insert the set screw without success. An alternate device was utilized for the implant. No patient complications have been reported as a result of this event.